Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I and parity 1. Concurrent conditions included overweight, bacterial vaginosis and cesarean section (2007). Concomitant products included acetazolamide (diamox), metronidazole (metrogel vaginal), terconazole and vitamins nos (multivitamin). In 2007, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia/ I have lots of clots"), dysmenorrhoea ("dysmenorrhea(cramping)/periods painful"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"), vulvovaginal mycotic infection ("yeast infection"), bacterial infection ("bacterial infection"), back pain ("lower back pain") and arthralgia ("joints pain"). In (B)(6) 2011, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating"). In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("anxiety"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced mood swings ("hormonal changes describe: mood swings"). In 2015, the patient experienced hyperaesthesia teeth ("dental problems: sensitivity"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches") and abdominal pain lower ("lower abdominal pain"). The patient was treated with antibiotics, hydrocodone and surgery (exploration laparoscopy robot-assisted, removal of essure devices). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, mood swings, hyperaesthesia teeth, dysmenorrhoea, abdominal distension, urinary tract infection, vulvovaginal mycotic infection, bacterial infection, migraine, headache, depression, anxiety, weight increased, back pain and arthralgia outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anxiety, arthralgia, back pain, bacterial infection, depression, dysmenorrhoea, headache, heavy menstrual bleeding, hyperaesthesia teeth, migraine, mood swings, pelvic pain, urinary tract infection, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: result: total bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 20-oct-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I and parity 1. Concurrent conditions included overweight, bacterial vaginosis and cesarean section (2007). Concomitant products included acetazolamide (diamox), metronidazole (metrogel vaginal), terconazole and vitamins nos (multivitamin). In 2007, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia/ I have lots of clots"), dysmenorrhoea ("dysmenorrhea(cramping)/periods painful"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"), vulvovaginal mycotic infection ("yeast infection"), bacterial infection ("bacterial infection"), back pain ("lower back pain") and arthralgia ("joints pain"). In (B)(6) 2011, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating"). In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("anxiety"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced mood swings ("hormonal changes describe: mood swings"). In 2015, the patient experienced hyperaesthesia teeth ("dental problems: sensitivity"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches") and abdominal pain lower ("lower abdominal pain"). The patient was treated with antibiotics, hydrocodone and surgery (exploration laparoscopy robot-assisted, removal of essure devices). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, mood swings, hyperaesthesia teeth, dysmenorrhoea, abdominal distension, urinary tract infection, vulvovaginal mycotic infection, bacterial infection, migraine, headache, depression, anxiety, weight increased, back pain and arthralgia outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anxiety, arthralgia, back pain, bacterial infection, depression, dysmenorrhoea, headache, heavy menstrual bleeding, hyperaesthesia teeth, migraine, mood swings, pelvic pain, urinary tract infection, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: result: total bilateral occlusion.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 7-oct-2021: mr received. Case became serious incident as essure was removed. Reporter, medical history and essure removal details were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.